Manufacturer narrative:
(B)(4). This complaint for connection issue is confirmed because evaluation of the returned sample duplicated the alleged issue. The cause of the connection issue was not determined during complaint sample evaluation. This issue is being investigated through CAPA.

Event description:
A customer reported to baxter an connection issue related to the minicap transfer set during use. The customer stated that the transfer set was difficult to open and close. The patient had to use excessive power to open and close. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition of connection issue was confirmed during sample evaluation. The sample condition was reviewed, and it was noted that there was a tight fitment of the sleeve to the light blue body. Although the fitment was tight, the sleeve functioned to open and close the tubing and seated fully in the "detent" position. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.